Event description:
It was reported that the patient was experiencing intermittent and inadequate stimulation. It was also stated that the stimulation could have had change due to posture. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
B3: exact date unknown, event occurred 8 months from the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-1132 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The ipg did not reveal any anomalies during the visual and functional examination.

Event description:
It was reported that the patient was experiencing intermittent and inadequate stimulation. It was also stated that the stimulation could have had changed due to posture. The patient underwent an ipg replacement procedure and was doing well postoperatively.